Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the prime test due to the motor error alarm anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip and a cracked lcd window. The pump was received with a loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer stated that they had high blood glucose over 400 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.